Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Analysis found the proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The lead was returned with the proximal conductor kinked. A new stylet was used for testing. The stylet insertion test was performed successfully with a slight resistance observed throughout the entire lead length. Blood clotting was not observed. A visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure, the atrial lead could hardly be fixed due to the patient's large right atrium. After repeated attempts, there was a blood clot in the lead and the steel wire could not be inserted smoothly although the physician flushed the steel wire and clot in the lead. The atrial lead was not used and replaced with a new lead to complete the operation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.